Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from the filter. It was further specified that the leak occurred from base of the filter where the tubing connects to the filter. There was no patient injury or medical intervention associated with this event. No additional information was available.